Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an endoscopic epic biliary stent was to be used to treat a malignant stricture in the biliary/ hepatic duct during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous, heavily strictured and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician tried to deploy the stent by clicking the thumbwheel; however, the stent stayed in the sheath and did not deploy. The physician then pulled the handle to deploy the stent, and the stent still failed to deploy. The stent and delivery system was pulled out from the biliary duct and suddenly the stent deployed in the duodenum. The stent was removed with rat tooth forceps and the procedure was discontinued. There were no patent complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. According to the physician, it seemed like the stent would not deploy because it didn't have room in the duct due to it being heavily structured and tortuous.